Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap shows a circumferential fracture at the uv glue zone; the uv glue zone appears melted; the distal end of the fiber/glass cap and the metal cap are detached and not returned. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached. Reportedly, the reporter believed the incident was a partial fiber tip detachment and that the fiber tip did not detach inside of the patient. The reporter also stated that the patient outcome was "good" and that there was no patient injury. The procedure was completed using a second surgical fiber.